Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was mentioned insulin flow block alarm. The customer feels ok to troubleshooting high blood glucose level. The customer did not provide the symptoms regarding high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected insulin flow block alarms or delivery anomalies noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.